Event description:
A malfunction was reported, identified by a non-resettable malfunction code 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump under warranty, instructing the customer to switch to multiple daily injections for insulin delivery in the meantime. The customer was guided to put the faulty pump into storage mode and agreed to return it to tandem using a pre-paid label within ten days.